Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 65 samples, using peloris tissue processor. Preliminary info provided to the leica field support specialist (fss) by telephone indicates that during the manual reagent replacement process, a user erroneously affirmed in the instrument software that the default concentration of 100% was to be set when the reagent in the bottle involved was actually 70%. The complainant described the tissue samples as brittle and crispy. The complainant also reported following the replacement of all the reagents, the quality of tissue processing was satisfactory and all the tissue samples involved were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "lillie" protocol started in retort b at 14:36pm on (B)(6) 2014, from which sub-optimal tissue processing was reported. Specifically, the user re-filled bottle 4 with 70% ethanol, but affirmed that the reagent concentration was 100% in the instrument software. This info was provided to leica biosystems by the laboratory. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered by the user and resets the number of cassettes processed and the number of cycles and days to zero. Bottle 4 was used for the first time in the final dehydration step in the protocol from which sub-optimal tissue processing was identified because the instrument software uses reagent concentration to select reagent stations when executing a protocol, and the reagent with the highest concentration is always used before changing to another reagent group or type. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the was used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing.